Manufacturer narrative:
Reliability analysis inspected four opened and/or used sensors and performed bicarbonate buffer test. One of four sensors failed for high readings and the three remaining sensors passed per specifications with accurate readings.

Event description:
The customer reported that she received calibration error and change sensor alert and the readings from her sensor were vastly different from her blood glucose. The customer stated that upon removal, the sensor looked like it had split and was crimped. The customer's blood glucose was 391 mg/dl, which was treated with an insulin bolus. The sensor gave a reading of 190, at which point the customer received another calibration error and change sensor alert. The customer was advised to calibrate when blood glucose is stable. Nothing further was reported.